Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional is received, a supplemental MDR will be sent. (B)(4).

Event description:
Report from the us stating the device had low power, it is unknown if the device used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.